Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008 that an alliance ii inflation syringe was used during an esophageal dilatation procedure. According to the complainant, the product broke "where the syringe goes into the alliance gun." The device was removed from the patient. Reportedly, the procedure was completed with another alliance ii inflation syringe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.